Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The act button did not respond or the value changed very quickly and she could not stop it. Customer stated that the clock is changing. Customer was advised to remove the battery for 2 hours and then insert a new battery. Customer was also advised to perform a pump restart for 8 hours if the issue persists. The pump was not replaced or returned.